Event description:
Top part of toothbrush broke off [device breakage], no adverse event [no adverse event]. Case description: a (B)(6) year old male consumer reported that while using an oral-b complete action power toothbrush with anti-microbial bristle protection, the top part of the oral-b brushhead, version unknown broke off in his mouth. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.